Manufacturer narrative:
B3: boston scientific aware date used for date of event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was classified as a broccoli. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A watchman fxd double curve access system (was) was positioned at the laa. A 20mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. The procedure was concluded, and the patient was discharged. At the 45 day routine follow up, the physician performed imaging that revealed the closure device had been found to have embolized into the aorta. No interventions were performed, and no patient consequences were reported. The patient was hospitalized and expected to fully recover. No further patient details are available. It was further reported that 70 days post index procedure, the patient required surgery to successfully remove the closure device. The patient remained hospitalized.

Manufacturer narrative:
B3: boston scientific aware date used for date of event

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was classified as a broccoli. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A watchman fxd double curve access system (was) was positioned at the laa. A 20mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. The procedure was concluded, and the patient was discharged. At the 45 day routine follow up, the physician performed imaging that revealed the closure device had been found to have embolized into the aorta. No interventions were performed, and no patient consequences were reported. The patient was hospitalized and expected to fully recover. No further patient details are available.